Event description:
It was reported that the patient presented to the emergency room for inappropriate shock. Upon interrogation, it was observed that the implantable cardioverter-defibrillator exhibited noise oversensing due to electromagnetic interference from the patient's left ventricular assist device. Programming changes were made. There were no patient consequences.